Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - it was reported that, 6 days after the implantation of the pacemaker, a primary revision of the atrial lead was performed. The leads were measured out and then connected to the pacemaker. The pocket was closed. A subsequent measurement after the closing of the pocket showed an exit block in the ventricle. The pocket was then opened again, and the ventricular lead was again measured without pacemaker. All values proved to be as expected, and the pocket was then closed again. The subsequent measurements again showed an exit block. The pacemaker was then exchanged.